Manufacturer narrative:
(B)(4). The customer reported that no 12 lead ECG signal was captured for the pt. Failure to capture 12 lead ECG signal could cause a delay in pt treatment. It was confirmed that there was no pt incident/injury. It was confirmed by the philips field service engineer (fse) during equipment eval and testing that there was physical damage to the (B)(4) ECG trunk cable. Philips is awaiting return of product for eval. Philips is in the process of obtaining add¿l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that no 12 lead ECG signal was captured for the pt. There was no pt incident or injury.